Manufacturer narrative:
Analysis of the ins (B)(4) found the ins was functionally okay, there were insignificant anomalies. A "clock too slow" por was recorded on the trace report at the time that the device was checked-in to the analysis lab. The por was able to be cleared with an 8840 physician programmer and did not reoccur during analysis testing. A "clock too slow" por can occur when the ins experiences extreme temperature changes while not implanted. The por was able to be cleared by an 8840 session and did not reoccur during analysis testing. The ins passed functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the error message had been seen when checking impedances on the new stimulator on (B)(6) 2016. Patient was implanted with new battery and they were fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016. (B)(4) (rep). Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that a por was experienced. The rep stated that the ins was charged from 75% to 100% yesterday with no issues, but today the rep went to check the impedances and the por was seen. The rep stated that they disconnected and reconnected with the 8840- 2-3 times and kept seeing the por and weren't able to advance to the normal screen. The rep reported that a different ins was used. The device is expected for return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.